Manufacturer narrative:
Siemens filed MDR 1219913-2021-00442 initial report on (B)(6) 2021 for discordant, high results on the same patient using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. (B)(6) 2021 - additional information: siemens has completed the investigation. The customer reported falsely elevated patient results with the immulite 2000 xpi (B)(6) human chorionic gonadotropin (hcg) assay. The patient results were high and clinically unexpected. Quality control (qc) recovered within acceptable range prior to running the discordant samples. The same samples were repeated on an alternate immulite 2000 xpi system and atellica im system with significantly lower hcg results. The lower results were reported as they were in agreement with the clinical expectation. A siemens customer service engineer (cse) was onsite for this issue and extensive troubleshooting was performed. An alternate water source was used to rule out potential system contamination. The cse replaced the reagent and sample probes, replaced the 3-way valves and recalibrated the dual resolution dilutors (drds). Replacement of these parts is considered normal troubleshooting for an issue of this nature. The immulite 2000 xpi hcg performance was verified following service by running 150 replicates of a negative patient pool. Siemens has followed up with the customer and there has been no further discordant hcg results observed on the immulite 2000 xpi (B)(6) system. Contributing factors such as sample integrity and/or preanalytical variables cannot be ruled out. The customer is operational. A potential product issue has not been identified. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised.

Manufacturer narrative:
MDR 1219913-2021-00442 initial report was filed on september 1, 2021 and MDR 1219913-2021-00442 supplemental 1 was filed on november 1, 2021. February 22, 2022 - additional information: siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information. Section h7 was updated to reflect a recall and section h9 was updated to include the correction/ removal reporting number.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant high initial results on a patient using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. Siemens healthcare diagnostics is investigating the cause of the event. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."

Event description:
A customer observed discordant high results on a patient using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The initially high result from the immulite 2000 xpi (sn: (B)(4)) was reported to the physician(s) and questioned. The customer performed repeat testing of the same samples on an alternate immulite 2000 system (sn: (B)(4)) and on an alternate atellica im system, all resulting lower. The lower repeat hcg result on the alternate immulite 2000 system (sn: (B)(4)) was reported as the correct result to the physician(s). There are no known reports that treatment was altered or prescribed or adverse health consequences due to the discordant hcg results.